Manufacturer narrative:
This complaint investigation is currently ongoing. As it was stated in the description section that the clinical consequences for this issue resulted "in a more important bleeding from the biopsy site.", ad-tech contacted the distributor for additional information in regards to patient impact. Ad-tech is currently waiting for a response from the distributor.

Event description:
On (B)(6) 2016, ad-tech medical instrument corporation received an email from the regulatory body in (B)(6) requesting additional information on a vigilance report that had been reported by a (B)(6) customer. It was found that "when performing a biopsy, the inner cannula gets stuck and the cut is not good. The incident happened twice with 2 needles coming from the same batch/lot." Ad-tech contacted the distributor for this customer for additional information and obtain a copy of the vigilance report. It was stated that they were working with the customer to resolve this issue. According to the report, the customer stated the clinical consequences for this issue resulted "in a more important bleeding from the biopsy site."